Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after it was dropped in a hot tub. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. The insulin pump had minor scratches on lcd window cracked case at display window corners, cracked belt clip slot, and cracked battery tube threads.